Event description:
It was reported that a patient experienced peritonitis and septicemia coincident with peritoneal dialysis therapy. The patient was hospitalized for the septicemia event. On an unreported date while hospitalized, the patient experienced peritonitis. It was unknown if the septicemia was related to the peritonitis. The cause of the septicemia and peritonitis events was unknown. The patient received unspecified treatments for the septicemia and peritonitis during the hospitalization. The patient was discharged from the hospital eighteen days after admission. The patient was prescribed intraperitoneal vancomycin (dose not reported, every five days for three total doses) after discharge from the hospital. At the time of this report, the patient had received two of the prescribed doses and was recovered from the septicemia and peritonitis events. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.